Event description:
Customer reported receiving a higher glucose reading (167 mg/dl) from their freestyle navigator continue meter compare to the built-in-meter. Customer reported experiencing symptoms of shakiness and sweatiness and self administered with glucagon shot and eating food and drinking juice to counteract his symptoms. No third party medical intervention was required and no report on diagnosis, death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.